Manufacturer narrative:
Device unable to prime during prime test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. Device passed the displacement test. Cracked on reservoir tube lip, scratched on display window noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call that she had high blood glucose. Customer's blood glucose was 330 mg/dl. Customer wanted the device replaced. Customer agreed to return the device for analysis.